Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 10 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary customer reported 10 false positive results on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A dispatched bd field service engineer (fse) found that the issue was due to faulty shorting pins on drawer d, rows j&k. So shorting pin connector was replaced on the fx rack drawer d, rows j&k. This is a confirmed failure of the bd product and the instrument was functional and handed over to the customer for use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaint for false positive result. Bd quality did not receive any returned instrument or parts for investigation. This complaint is confirmed for an instrument failure. The root cause is due to faulty shorting pins. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 10 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 10 false positives from the c drawer of the fx instrument."